Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2011. Eval summary: the production and quality control documentation for lot number y1016, expiry date 11/2013 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Reactive synovitis of left knee [synovitis], knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a nurse practitioner regarding a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history is significant for synvisc treatment one year ago. On (B)(6) 2011, the pt initiated treatment with synvisc, 2 ml in her left knee. The second and third injections were on (B)(6) 2011 and (B)(6) 2011. On an unspecified date in (B)(6) 2011, after receiving the synvisc injections, the pt developed a reactive synovitis in the left knee. Knee aspiration for 12 ccs and cortisone injections were performed on (B)(6) 2011. The action taken with synvisc was not provided. The pt's outcome for the events of synovitis and knee effusion were not provided. Concomitant medications were not provided. The reporting nurse practitioner assessed the relationship between synvisc and the events as definitely related.